Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two(2) fast fix devices failed; after deploy of t1, the t2 deploy prematurely. T1 was left secure in patient and t2 was removed from patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, after the deploy of t1 of a fast fix 360, the t2 deploy prematurely. T1 was left secured in the patient and t2 was removed from the patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the devices were not returned in original packaging. The t1, t2, and suture were not returned. The needle assembly is bent to a 45-degree angle. The actuator is at the tip of the needle. Bio debris is present. A functional evaluation was performed on the returned device and found that the device will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.